Event description:
This complaint was initially reported to intuitive surgical inc. (Isi) for an unrelated problem associated with the patient side manipulator (psm). The remote arm controller (rac) hardware detected an encoder quadrature fault. This is a faulty encoder on the reporting manipulator. It was determined to replace the affected arm to correct the reported problem. However, secondary isi failure analysis findings associated with the returned part deem this event to be reportable. In particular, the psm arm failed the weighted brake drop test during analysis. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis found that the psm failed the in-house weighted brake drop test. The axis 2 motor encoder, and cable, both axes 1 and 2 brakes, shaft, gear and bearings were replaced. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis investigation.